Event description:
It was reported that the patient lost therapeutic effect and had a loss in bladder control 2 weeks after implant. The trial phase was reported to have "worked well," but following the implant, the patient thought she was still retaining urine in her bladder. It was noted that the health care provider felt the therapy was working. It was also reported that the patient was feeling a "tingling" that was going down her buttock to her right leg. Reprogramming was done on (B)(6) 2012, but there was no improvement in pain or soreness. It was noted that with all the programs, the patient felt the stimulation in the right leg. The patient had a sharp pain in her bladder when she coughed the day before this report date. The patient also felt her back would "get a catch" if she bent over. It was later reported that the lead/extension had dislodged/migrated. The implantable neurostimulator (ins) and lead were explanted. No hospitalization occurred.

Manufacturer narrative:
The report was filed initially with the incorrect notify date of (B)(6) 2012. The correct date of that the reportable information was received was (B)(6) 2012.

Manufacturer narrative:
Product ID 3093-28, lot # v926163, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. Product ID 3037, serial # (B)(4), product type programmer.